Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. The 5.0mm x 120mm, 135cm mustang balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 14 atmospheres on the first inflation. The device was removed and no segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another with same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the balloon material identified no tears in the balloon. However, during an attempt to inflate liquid into the balloon, a pinhole leak was identified in the balloon. The pinhole was located at 4cm distal from the proximal markerband. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. The 5.0mm x 120mm, 135cm mustang¿ balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 14 atmospheres on the first inflation. The device was removed and no segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another with same device. No patient complications were reported and the patient's status is good.